Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus. The customer reported changing the set, but still received a no delivery alarm. Blood glucose level at the time of the incident was 208 mg/dl. During troubleshooting, the customer was able to get insulin to exit the tubing and was advised that the reservoir was occluded. The customer was advised that the reservoir and infusion set would be replaced but will not return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.